Event description:
Event description guidant received information that this ventricular lead has a lead impedance over 2000 ohms in both unipolar and bipolar modes. The impedance had been gradually rising. The thresholds have always been high. Today the threshold is 2.6 volts. The lead has been implanted over 17 years.